Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8780 lot# n584737006 serial# (B)(4) implanted: (B)(6) 2016-02-22 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at 274.9 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient had an infection from an unrelated spinal fusion and when the surgeon for the spinal fusion went in to deal with the infection, he accidentally nicked the catheter. It was noted that the catheter then started to erode through the patient's skin. The catheter was then revised. It was unknown when the catheter was nicked. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 reported the healthcare professional reported the event to them.